Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a homechoice cassette leaked during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The patient stated that the patient line of the homechoice cassette was not properly connected to the transfer set so there was a leak. The renal therapy service agent assisted the patient in ending therapy and advised to start over with new supplies. Proper procedures were reviewed with the patient per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.